Event description:
Philips received a complaint on the intellivue mp5 indicating that they were not getting audio alarms. The device was not in clinical use at the time of the event. No adverse event was reported.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue mp5 indicating that they were not getting audio alarms. The following functional tests were performed: the remote service engineer (rse) tried to get in contact with the customer but received no response. The rse was unable to proceed or troubleshoot the issue. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. Based on the information available, no further action is necessary at this time. We are unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : no further contact to philips from customer, device not available for evaluation.